Manufacturer narrative:
(B)(4). D4: batch # unk . Upon review of this event was previously submitted under 3005075853-2023-01220.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the end of the stapling procedure, the stapler could not be reopened, and the surgeon had to activate the emergency removal system in order to remove it. However, the stapler did staple and cut the tissues in a motorized way but the blade did not return to its initial place at the end of the stapling and therefore it was impossible to open the stapler to be able to remove it from the abdomen and continue the operation. Therefore, the blade was manually retracted with the emergency removal system, which allowed the stapler to be opened and removed from the abdomen. There was no patient impact.